Manufacturer narrative:
(B)(4). Batch # n55k7v. The analysis results showed that one sr55 reload was received with the knife not completely within doghouse, two drivers up and the swing tab in the unlocked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. The knife was manually assisted and the reload was tested for functionality with a test device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy procedure, while using the device an error occurred in the process of firing. The blade suddenly stopped in the middle of the device, and the blade didn't move forward. As an emergency measure, the surgeon backed off the firing knob and detach it from the tissue. He changed a new cartridge and finished the procedure. There were no adverse consequences for the patient reported.